Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins). It was reported that their husband had the device and it never really worked, just gave him problems. The consumer stated the device was still in the patient¿s back but the batteries were supposedly dead. It had been implanted for 10 years or more. No further patient complications were reported as a result of this event.